Event description:
It was reported that the external pulse generator (epg) had a sensitivity issue and was not detecting a signal. It was also reported that the display only displays a line coming down from top to bottom of the screen. The epg was returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis confirmed the reported event, the lower part of the display was defective. As a result the display was replaced. The unit was cleaned and inspected. (B)(4).